Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty snapping the cartridge into place when loading it onto the pump. The customer changed cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.